Event description:
The customer reported the ventilator would not power up. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The device was returned to the manufacturer for analysis. Analysis revealed a malfunction on the power management pcb board that may result in the unit shutting down and alarming during operation.